Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient had been having high and low blood glucose (bg) frequently. No bg values and no signs/symptoms were provided. The reporter noted that the patient was working two jobs and never had time to eat or to take a break. The reporter was advised that the patient needed to eat and check blood sugar if feeling like bgs were going low or high. The reporter was also advised that the patient could use a temporary basal rate to reduce basal insulin when the patient was active and also to use a secondary basal setting for longer periods such as weekend basal versus weekday basal. A review of the pump download indicated very little bolusing; the reporter was advised that the patient needed to bolus for food consumed. The patient&#38112;healthcare provider had reportedly increased the basal rates. The reporter noted that the patient was having issues with menstrual cycles and had not discussed the issues with a doctor. Troubleshooting of the pump could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for troubleshooting, without success. The alleged bg excursions do not meet criteria for a serious injury. Although there was no specific allegation of a pump malfunction, this complaint is being reported because troubleshooting could not be completed and a pump malfunction could not be ruled out.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: during investigation, the pump was found to be completely unresponsive. The pump history was not able to be downloaded due to unrelated issue of internal pump moisture. The complaint of an inaccurate delivery issue was not able to be adequately investigated due to the unrelated moisture issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.